Manufacturer narrative:
Visual inspection of the returned int3211osseotite® tapered certain® implant 3.25 x 11.5mm by the complaint investigator shows no deviations were identified through the investigation performed, or that may have contributed to the ni plus relocation into the sinus. There are no observable defects to the product. DHR from this lot has been reviewed and no non-conformity related to this issue was found. Irradiation certificate has been reviewed and no non-conformities were found. A technical root cause cannot be determined. (B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
The doctor has indicated non integration and the implant has moved into the sinus. The doctor removed the implant, curettage and bone grafted the site.